Event description:
During trialing, surgeon reported excessive femoral external rotation which caused notching. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection due to notching involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported "during trialing, surgeon reported excessive femoral external rotation which caused notching.¿. Method & results: product evaluation and results: an analysis of the information and messages in the vplog file and sessions data file shows the application workflow was successfully completed per the mako tka application user guide (part number 210467). Femur checkpoint, femur registration, rio registration and verification values, and bone preparation checkpoint values passed with error below tolerance allowed by the system. From review of femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in-order for the application software to detect notching. Implant planning page showed ¿notching: anterior flange¿ error when the femoral implant was rotated by 2 ° to decrease flexion or when the femoral implant was translated by 2 mm into the bone model from the planned location. Finally the bone cut error is less than one thousandth of the tolerance allowed for the anterior femoral cut. Due to the reasons stated above no system defect or malfunction is suspected. Product history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. The complaint record numbers are: (B)(4). Conclusions: an analysis of the information and messages in the vplog file and sessions data file shows the application workflow was successfully completed per the mako tka application user guide (part number 210467). Femur checkpoint, femur registration, rio registration and verification values, and bone preparation checkpoint values passed with error below tolerance allowed by the system. From review of femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in-order for the application software to detect notching. Implant planning page showed ¿notching: anterior flange¿ error when the femoral implant was rotated by 2 ° to decrease flexion or when the femoral implant was translated by 2 mm into the bone model from the planned location. Finally the bone cut error is less than one thousandth of the tolerance allowed for the anterior femoral cut. Due to the reasons stated above no system defect or malfunction is suspected. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - inaccurate resection.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During trialing, surgeon reported excessive femoral external rotation which caused notching. Case type: tka.